Event description:
It was reported that the insulin pump alarmed button error and belt clip broken. Customer stated that numbers had been scrolling on the screen and appeared button error. Customer's blood glucose was 110 mg/dl. Advised customer that insulin pump would be replaced and belt clip. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.